Event description:
Initial result for a neonatal pt total bilirubin was 0.0 mg/dl. When repeated on a second specimen from the same pt the results were 7.5 and 7.4 mg/dl. The original specimen was rerun and the result was 7.5mg/dl. The pt was not adversely affected. The field service rep found the sample probe was misaligned and repaired the instrument by adjusting the probe.